Event description:
It was reported that the system would not display a fluoroscopic image; thus making the system unusable due to the inability to view the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The customer tech replaced the interconnect cable and the image processor. The system was tested and found to be working as intended and put back into service.